Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. Title: open hemorrhoidectomy with ligasure¿ under local or spinal anesthesia: a comparative study source: the american surgeon 2021, vol. 0(0) 1¿5 © the author(s) 2021 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/00031348211038590 journals.sagepub.com/home/asu. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study analyzed outcomes of patients with grade iii or IV hemorrhoids who underwent open hemorrhoidectomy with ligasure under local or spinal anesthesia between 2018 and 2020. There were 62 patients in the study: 32 procedures were performed under spinal anesthesia and 30 were performed under local anesthesia. Postoperative complications included bleeding. There were 5 cases of bleeding: two between 250-500cc. Two patients required urgent reintervention. Reoperations were reported.